Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the device leaked. The reservoir is leaking at the bottom. The customer's blood glucose was unknown. The customer was advised to change the reservoir. The device will be returned.